Event description:
A clinical manager reported that the heel pedal on the footswitch broke. When the staff attempted to correct another footswitch, a system message displayed that could not be cleared. Following a 45 minute delay, an alternate system was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
The company rep examined the system and confirmed the customer reported problem. The company rep replaced the footswitch interface pcba (printed circuit board assembly) the system was then tested and met product specs. The customer's footswitch center treadle was not working. The customer ordered a replacement footswitch. The root cause was not determined. (B)(4).